Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 22.3 mm in diameter. It was reported that on the three-year post operative follow-up CT scan aneurysm enlargement due to an unknown endoleak was observed. The physician was unable to determine if the aneurysm enlargement was due to proximal type I endoleak or type ii endoleak from the CT scan. Per the physician, the cause of the event was unknown. A secondary intervention was done approximately 38 months post implant. The physician was unable to confirm if a type ia endoleak was present and decided to implant a 25x25x49 endurant cuff 1cm distal of the renal artery. The physician also could not confirm a type ib endoleak, but confirmed that the vessel curved from the right iliac artery. The physician also proceeded on the assumption that a type ii endoleak may exist and ligated the curved branch coming from close to the cut down site. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.